Manufacturer narrative:
Evaluation summary: no fault found. Device returned.

Event description:
Reportedly, continuous cardiac output values were incorrect. It was further reported that svo2 values were also incorrect, customer stated that the same cables were used on a new monitor and worked properly and got values that were expected. No patient injury reported.